Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The customer stated that when he went to enter his carbs, the numbers ramped up. The customer removed then reinserted his insulin pump's battery and received a button error alarm. The customer's blood glucose level was 88 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and a scratched reservoir tube window.